Event description:
The customer reported that the canopy has zipper damage and holes in the netting, but couldn't specify where. There was no patient injury reported.

Manufacturer narrative:
Zipper damage. Results: evaluation of the returned product shows that the small window c has a tear in the netting. There is other damage to the canopy that is not relevant to this complaint. (B) (4).